Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had air bubbles in their reservoir and tubing. Customer's blood glucose was unknown. The mother stated the air bubbles were small in size. Troubleshooting did not find any air in the tubing. It was also found no leaks were present on the reservoir. The mother also stated the insulin pump was not rewound with the reservoir in place. The reservoir will not be returned for analysis.